Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-00962 for a description of the other device. It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, as of a follow up medical examination on (B)(6) 2010, no patient complications were reported. The patient had complaints of some slight urinary leakage (1-2 drops of urine when using stairs). No additional complications were reported. No evidence of erosion was present. Urinalysis results were normal. The physician reported that the patient sought out the care of a gynecological oncologist for a sacrospinous implant in (B)(6) 2011 (specifics unknown). All other information is unknown and unavailable.